Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that at around 4am, the patient reported her sensor failed. The patient reported she had no way to monitor her bg levels. No bg meter readings were taken as a back-up. The patient was wearing a tandem insulin pump. Later the same day, the patient began to feel nauseous. The patient¿s sister drove the patient to the emergency room (ER) for evaluation. At the ER, the patient bg meter reading was 520 mg/dl. The patient was not wearing a cgm device at this time due to her previous sensor failure. The patient was treated with IV fluids, unspecified nausea medication, morphine, and oxycodone. The patient was discharged after 3 days. The patient was feeling ¿fine¿ at the time of report. Performance data was reviewed. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code: 3191: patient was unable to identify device issue; therefore, a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that at around 4:00 am, the patient reported her sensor failed. The patient reported she had no way to monitor her bg levels. No bg meter readings were taken as a back-up. The patient was wearing a tandem insulin pump. Later the same day, the patient began to feel nauseous. The patient¿s sister drove the patient to the emergency room (ER) for evaluation. At the ER, the patient bg meter reading was 520 mg/dl. The patient was not wearing a cgm device at this time due to her previous sensor failure. The patient was treated with IV fluids, unspecified nausea medication, morphine, and oxycodone. The patient was discharged after 3 days. The patient was feeling "fine" at the time of report. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available. No additional event or patient information is available.